Event description:
Investigation results completed on a smiths medical ventilators/pneupac ventilators parapac plus . Summary in h -10.

Manufacturer narrative:
Investigation results completed on a pneupac ventilators parapac plus . Device was received with loose 02 input connector, cracked case and cracked knob, along with bent peep needle. The problem was duplicated. The device was out of spec. The investigation eludes to the fact that customer damage may be the cause. Acton was taken to replace peep needle cartridge and adjusted sbv/pdv summary of repairs: replaced crack case, cracked arrow disc and installed service kit 000k9151. Loose screws and bottom of chassis, addressing the loose input fitting /block.. Preventative action to replace entrainment device. Testing was done and passed once repairs were implemented.

Event description:
It was reported that parapac plus ventilator was not cycling for an extended period of time. The customer had to turn it off then turn it back on a couple of times. In addition, the dial for the peep control was out of calibration. No patient injury or complications were reported in relation to this event.